Event description:
Per the clinic, the patient developed post operative scar infection at the implant site. Subsequently, the patient was treated with oral antibiotics for 10 days (date not reported). The device was explanted on (B)(6) 2025. There are no plans to reimplant the patient with a new device as of the date of this report.